Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that during routine post-implant hospitalization an external electrocardiogram was collected showing an episode of pacing inhibition and asystole believed to occur at the time of an automatic right ventricular (rv) lead threshold test. Boston scientific technical services (ts) noted two pacing spikes and suggested it may have correlated to sequential a-v pacing during an automatic threshold test. A ventricular fibrillation (vf) episode was also stored to the device but appeared to be consistent with noise due to air bubble entrapment in the device header. Despite the reported asystole the patient did not experience any adverse effects or symptoms. Fluoroscopy was performed which ruled out lead dislodgement though ts noted the rv lead may not be placed in an optimal position. Information was later received indicating the physician believed the lead position to be adequate and stable despite placement difficulty at implant requiring the lead to be repositioned. Ts reviewed additional device data and noted ambulatory rv auto threshold testing did not appear enabled for the cardiac resynchronization therapy defibrillator (crt-d) as multiple fixed output values were programmed within a relatively short period. A subsequent follow up was performed during which time sensing, impedance and threshold measurements of all three leads were observed stable and equal to those observed at implant. Provocative maneuvers were also performed and noise could not be reproduced. Ts suggested that if everything appeared stable and the commanded auto threshold test provided lower thresholds that continued monitoring of the patient may be appropriate. No adverse patient effects were reported. This system remains in service.